Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient experienced a burn on the left side of the eye and lower eyelid during treatment. Reportedly no issues with the device were noticed during treatment. Additional information has been requested but has not been received.

Manufacturer narrative:
The product was not returned for evaluation. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported event. The reported adverse event is a known procedure complication of thermage treatment. Burns, blisters, scabbing, and scarring are known possible patient reactions to thermage treatment.